Event description:
Reporter alleged obtaining discrepant blood glucose results of 141 mg/dl, 72 mg/dl, and 74 mg/dl on inform system 1 compared back to back with a result of 83 mg/dl on inform system 2 and a result of 76 mg/dl on inform system 3 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550692, expiration date 2009). Reference medwatch report for the suspect device used in system 2. Reference report for the suspect device used in system 3.